Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot# va0mdg, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the lead was replaced on (B)(6) 2018. The patient's impedances were then normal and the event was considered resolved without sequelae on this date.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot# va1pr4k, implanted: (B)(6) 2018, product type: lead. Concomitant medical products information updated to include correct lead lot number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reference regulatory report 233249151 for information regarding the other ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp. It was noted there were still elevated impedances on the right ipg, which likely correlated to an increased dystonic symptoms of head tremor and neck pulling from the lack of therapeutic current. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the lead with the issues was implanted in the patient's left gpi, not the right as previously indicated.